Event description:
It was reported, the subject device water supply was defective. There were no reports of patient harm.

Manufacturer narrative:
The device has not been returned by the customer to date. The investigation is ongoing. A supplemental MDR will be submitted upon completion of the investigation or if additional information is received.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results and correction. Updated fields: b5, d7a, d8, d9, g2, h3, h4, h6, h11 corrected fields: e1 name and telephone number reviewing the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the investigation's results, the malfunction was likely caused by a component failure of the pump head. The most likely cause was that the performance of a consumable deteriorated as the number of usages increased. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The event occurred during preparation for use of an unspecified diagnostic procedure. The procedure was completed using the subject device. There was no report of patient harm.